Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was alerting and alarming. The customer had a hard time clearing the alerts. The buttons on the insulin pump were not responding at that time. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, and broken belt clip slot.